Event description:
Additional information was received which reported that the patient experienced pain and less than 50% therapy relief at the lead location. The high impedances reportedly started ¿for no reason¿. The reporter indicated that the leads looked ¿intact¿. However, they were cut to expedite re-implant time. The leads were prophylactically replaced on (B)(6) 2013 due to the high impedances. The cause of the issue was not determined, but it did resolve with the replacement. It was noted that the patient was receiving effective therapy following the revision.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there were high impedances. Impedances greater than 10 ,000 ohms were seen on all electrodes except for 5, 11, and 12. The patient denied trauma to the implantable neurostimulator (ins) site. It was also reported that three weeks ago the ins stopped working, but kept coming on at different times. There was no pattern, and the ns just went on and off all day. Recently it shut off and did not come back on. The three electrodes in normal range were able to be used to get some stimulation in the areas where the patient was complaining of pain. It was decided that in july the patient will have a lead revision and a slight relocation of the ins due to the current pocket rubbing on her on her belt line. There were no other symptoms or injuries related to the event and the patient status at the time of the report was ¿alive- no injury/adverse event.¿ additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received indicated that there was a loss of therapeutic effect. Patient status at time of this report was alive with no injury/no adverse event. It was stated that the patient had 4 electrodes that were out of range with impedance checks. A revision surgery was recommended by the doctor "asap" as the patient was experiencing a return of her pain since her stimulation was not where it needed to be.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).